Event description:
Pt initiated use of effergrip denture adhesive cream(carboxymethylcellulose sodium, maleic anhydride, methyl vinyl ether), 3 strips daily, "year ago" to secure their dentures (dates of use unspecified). Family member also reported that they have been taking coumadin (warfarin sodium) 2.5 mg daily for 5 years starting in 2002 as a "blood thinner." They reported that pt's dentist "took them off coumadin for a dental procedure, they then had a stroke (2002) (treatment was not specified) since the stroke, they cannot talk. The consumer also reported that pt swallows the product (dates unspecified). Use of both products continues and the outcome of the events is not recovered.